Event description:
The customer reported that she was hospitalized due to low blood glucose levels, with a reading of 34 mg/dl. The customer stated that she was asleep, and had to be awoken by a family member. The family member then called the paramedics. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.